Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in printed circuit board, the image was interrupted, and there was corrosion on video connector socket. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure of the circuit board. The most probable cause of the corrosion on video connector socket. Could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center presented a defective video connector and no image. The event occurred during inspection for use. There were no reports of patient involvement.